Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad. The irritation was described as red and itchy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor recommended the patient use a small amount of cream on the irritated areas. The patient used eucrisa crisaborole ointment 2% from a previous irritation on her hand. Follow up indicated the irritation improved.